Event description:
It was reported via repair work order that there was no power to the bed as the set screw on the fowler piston cam was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.